Manufacturer narrative:
Date sent to FDA: 09/24/2009. Blade does not cut . Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure in 2009. During the procedure, the device kept stopping and would not cut. The procedure was successfully completed with a second like device with no adverse patient consequences.